Event description:
Battery apparently failed to work. Battery replaced & pacer working. Battery had been in pacer for a minimum 5 days.device not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: . Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed. Results of evaluation: failure to follow instructions. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: no. Corrective actions: user education provided. Invalid data - on device destroyed/disposed of status.